Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. Product ID 3537, product type programmer. Patient note: device codes, patient codes and eval-code conclusion were applied to lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the controller displayed "looking for device" for over 30 minutes and it would not stop. The patient took the batteries out to troubleshoot and noticed that one of the batteries had leaked and caused corrosion. The caller wiped if off and hoped that this would resolved the issue, but then when the patient tried to turn on the controller the controller would not turn on. The patient was also experiencing itching from the tegaderm bandage. The caller indicated that the patient was sensitive to adhesive and was not sure if that was causing an "infection." The patient reported pain where the leads were placed and that they were miserable and wanted to "rip everything off herself." The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.